Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer in b5 and a correction to e2 and e3.

Event description:
The issue was found at the beginning of the procedure. The unspecified procedure was completed using the same device without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an e102 error, indicating the light source had an anomaly. It is unknown when the reported issue was found. There were no reports of patient harm.